Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced silent ischemia and in-stent restenosis. The patient presented due to non-q wave non-st elevation myocardial infarction. The first target lesion was a bifurcated 99% stenosed and 12mm long lesion located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3mm. The lesion was treated with pre-dilation and placement of a 3.00x16mm taxus liberte stent resulting in 0% residual stenosis. The second target lesion was 99% stenosed and 12mm long located in the proximal left anterior descending artery with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.50x16mm taxus liberte stent resulting in 0% residual stenosis following post-dilation. (B)(6) 2011, the patient presented due to silent ischemia. The patient was diagnosed with 80% focal in-stent restenosis of the 3.00x16mm taxus liberte stent placed in the lcx. The physician used a cutting balloon to perform angioplasty and deployed a non-bsc stent. The event was considered to be resolved without residual effects and the patient was discharged one day later on aspirin and prasugrel.